Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received several inappropriate shocks from his system. As a result, surgical intervention was undertaken during which the lead was capped and replaced. X-rays did not reveal any anomalies on the lead. In addition, the ICD was explanted and replaced as a precaution.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory. Review of the stored egms noted that the device delivered therapy due to noise that appeared on the ventricular sensing channel. The real-time egm was free of noise during testing. The device was tested on the bench and no anomalies were found. The cause of the noise was not conclusively determined.